Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial implant patient experienced cerebrospinal fluid leak . As a result, a blood patch was administered to address the issue. The physician decided to removed the lead that was successfully implanted on the left side. Patient was asymptomatic and is stable post procedure.